Manufacturer narrative:
Summary of device evaluation: the distal tip was damaged . The first 4 distal stent segments had deformed struts. (B)(4).

Event description:
The physician intended to use a resolute integrity drug-eluting stent to treat a lesion in the lcx. The target lesion exhibited moderate calcification. Device inspection and prep were not performed before the procedure. The physician attempted to deliver the resolute integrity device to the target lesion using a guideliner. Resistance was encountered with the guideliner during delivery. The device passed the distal tip of the guide catheter, but was unable to pass beyond the guideliner. It was not possible to deliver the device to the target lesion. The resolute integrity device was removed and a stent strut was noted to be lifted. A new same sized resolute integrity was used as replacement and the procedure was completed without issue. The second resolute integrity device was used successfully with the same guideliner and guide catheter. No patient injury reported.